Event description:
The inzii retrieval system used during the laparoscopic cholecystectomy disassembled and the green locking button popped off into the abdomen. This is the second time this bag has done this. It was immediately noticed and retrieved. Picture of endo bag and green button were taken for verification that it was out of the abdomen.